Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated afp result for one patient sample. The analyzer generated an initial afp result of 123.93, and repeat afp results of 6.06 and 6.04. The falsely elevated afp result was not reported outside the laboratory and there was no adverse impact to patient management reported. Per dfp01.014, edition 009, falsely elevated afp results with a shift greater than 50% are reportable.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an architect (B)(4) analyzer generated a falsely elevated afp result for one patient sample. The customer obtained the expected results upon retest which suggests a sample specific issue. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.